Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient's mother was advised to reset the receiver and would call back if the issue persisted. Patient's mother did not report any injury or medical intervention.